Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The testing revealed that the collimator x axis was not homing. The collimator motors was manually reset as the x axis was jammed. It rebooted without errors. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure while turning on the image acquisition system (ias), they were receiving an error initializing collimator. They were going to try to reboot to see if that resolved. There was no patient present.